Event description:
A healthcare provider reported that ins still in place but leads explanted. Caller doesn't know reason for MRI and whether it's related to lead removal. Hcp ordering MRI is also implanting hcp, reviewed since ins still in place, it's considered abandoned and head only MRI recommended. The caller indicated that the patient had leg weakness and pain following implant of the system. They think that the leads were misplaced. The patient's pain and weakness improved following the removal. They want to place a paddle lead and were planning to conduct an MRI before placement. Rep reported that they were not aware of any lead misplaced issues. The doctor stated he might refer the patient to another hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-jul-2029, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 26-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with the lead 977a260 vectris mrics compact experienced new pain that was unrelated to baseline symptoms. Device replacement surgery was performed, after which the patient reported a 60% improvement in pain. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.